Event description:
A report was received that the patient had developed multiple infections below the ipg site. Symptoms of infection include lump, soreness, and pus. It was believed that patient¿s body was rejecting the device and was recommended to have it explanted. No further information will be provided to bsn.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial/lot #: (B)(4), description: scs 50cm iii lead. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.